Event description:
A customer contacted baxter's technical service center regarding a system error 2240 and 2367 alarm that appeared on the home choice (hc) display during drain 5 of 5. The patient line became separated from the transfer set. The technical service representative (tsr) explained and cleared the alarms. The home patient had gone to the restroom while connected and the extension on the patient line became disconnected. The home patient will discard the supplied and finish with manuals. The home patient will contact the pd nurse regarding the system errors. The home patient also mentioned some fullness on a prior therapy and disconnected. In a follow up to the home patient's nurse, the nurse was not aware of this reported system error 2240 alarm. The nurse stated the she had talked to the home patient a week ago, and the home patient has been doing fine since this report. The nurse indicated that she would follow up with the home patient regarding this report. The home patient then did a manual drain and drained back 3200ml. The home patient's fill volume was 2500ml. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. There was no patient injury or medical intervention indicated at the time of the initial report.